Manufacturer narrative:
The pointer probe from device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During preventive maintenance of the device, the pointer probe failed the accuracy test.

Manufacturer narrative:
It was reported that the pointer probe did not pass the accuracy tests. DHR review and review of complaint history did not identified any contributory factors to the event. A field service engineer was sent on site to calibrate the pointer probes on 31-jan-2018. According to the report, the pointer probe is recalibrated and since this event no new complaints were received for this device.